Event description:
The customer reported the maxplus valve did not close after disconnection of a morphine and ntp infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.